Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/16/2013 with the following results: review of the black box was unable to verify the time and date reverting to the default setting after power on resets. The tdd¿s history shows multiple records for (B)(6) 2013. After 24hrs exercise on the basal program, the battery was removed for 17hrs. The bench testing confirmed when the battery was reinserted after 17hrs without power the time and date reset to 12:00am (B)(6) 2007. Pump successfully passed a 29hr flow accuracy test. To further investigate the pump cover was removed; a visible inspection confirmed the internal battery bt1 was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump would reset the date and time to factory default settings after a battery replacement. After the pump date/time were incorrect, the patient obtained a blood glucose reading of 700 mg/dl and experienced the symptoms of nausea and vomiting. The patient was admitted to the hospital and treated intravenously with fluids and insulin. The owner¿s booklet instructs the user to be prepared to give him or herself an injection of insulin if delivery is interrupted for any reason, and to verify the date and time are correct after a battery replacement. The patient¿s technique was incorrect by not setting the pump¿s date/time settings correctly. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this pump issue occurred, and was hospitalized and treated with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Date of event: not provided.